Event description:
It was reported that the user self-initiated multiple meal announcements on the ilet to address elevated blood glucose, with a peak of 220 mg/dl followed by values trending down to 190 mg/dl and 183 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included agent-led review of use behavior and device education regarding appropriate meal announcement use. Investigation of this case revealed no device malfunction and identified user technique as the issue, as repeated meal announcements can impair algorithm learning and dosing accuracy. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with device performance otherwise functioning as designed.